Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced fluid loss. Upon revision, it was noted that the device was empty, but no holes were identified. Consequently, the ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.